Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with uploading their insulin pump. The customer's blood glucose level at the time was 430mg/dl. The customer states the sensor states they were low and tried to suspend the device. Troubleshoot was conducted. The customer states they were able to upload the device, and no longer needed assistance.